Event description:
A surgeon reported noting a haze on the posterior surface on a pt's intraocular lens (iol) two years following implant surgery. A yag laser capsulotomy was performed and the haze remained on the iol. In a follow-up, the surgeon reported the pt's visual acuity was 20/25 and the pt was "happy".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/17/2009, 04/20/2009, and 04/21/2009 by phone, fax, and mail. A completed questionnaire was received on 04/22/2009. This report was mailed to FDA on: 05/15/2009.